Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an error message during refractive ablation followed by the system locking. The procedure was cancelled and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During onsite visit the field service engineer (fse) exchanged gas bottle, there was no malfunction of the device. The root cause is an empty gas bottle. There was no malfunction of the device. The manufacturer internal reference number is: (B)(4).